Event description:
The patient underwent full revision surgery. The explant facility is known not to return any explanted devices. No additional relevant information has been received to date.

Manufacturer narrative:
D4 lot #, corrected data: initial report inadvertently did not include the lot number for the suspect device.

Event description:
The patient's vns showed high impedance and the patient was sent for x-rays. The x-ray image was received and review. Ap chest view was received. The connector pin of the lead appeared to be fully inserted in the generator header. The presence of strain relief and tie-downs could not be assessed due to the limited scope of the image. There were no apparent gross fractures or sharp angles in the lead. The cause of the high impedance was not obvious per the x-ray review. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.